Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that physician stated that the angio-seal device failed, the green did not tamp down to anything. Manual compression was held and the patient did ok. The patient was stable. Additional information was received on 8/22/18: the compaction marker was never visible. During withdrawal, the device would not pull back enough to tamp down and see the black line. A 6fr procedural sheath was used prior to the angio-seal, a pre-deployment angiogram was performed, and the patient was confirmed to be a good candidate for closure. The procedure being performed was a heart catheterization. Manual compression was done successfully to achieve hemostasis and the blood loss was less than 250 cc.